Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Patient reported that the ¿up¿ button was intermittently unresponsive and required harder presses to elicit a respond. Patient denied there was damage to the keypad or evidence of moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: a visual inspection of the pump found some cosmetic damages. On investigation, the ¿up¿ button responded intermittently while the remaining buttons responded properly. No damage to the keypad cover was observed. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the keypad issue, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts. Little improvement was observed when the contrast was set to the maximum setting. In addition, a crack was observed in the battery compartment with no evidence of moisture contamination in the battery compartment.